Manufacturer narrative:
No sample was returned for sample that was unable to disengage max zero from tubing. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set had connection issues. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the first one - unable to disengage max zero from tubing. The second one- while taking set out of packaging, one of the tubing at bifurcation fell out.